Event description:
The cardiologist attempted arteriotomy closure with a prostar plus 10 fr pvs device. Deployment was successful and the needles were retrieved without incident. On attempting to bowstring the device to retrieve the sutures, the device and sutures came out of the pt. The pt went for successful surgical repair of the artery. The pt was discharged without sequelae. The vascular surgeon noted that the pt's arterial walls were very thin.